Manufacturer narrative:
Tech replaced the head up solenoid valve to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician found the head would not raise when he used the head up controls.